Event description:
The following has been reported: princess anne pump sn (B)(6). Reported: 03.25.24 event occurred: 03.22.24 software version 5.9.1.201 while infusing 500 ml ns, pump alarmed service needed with red indicator lights on each channel. Hard power reset performed. Alarm cleared. No patient harm. Preliminary evaluation of the logs showed the following: sensor hardware failure (pressure sensor board) an active infusion was delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the complaint was confirmed to be pressure sensor board. Final acceptance test had passed when first turned on. Internal investigation of damaged parts or misconnections was conducted. Ipc tubing had glue on the midway connection that stuck to set ID wire and tore the wire insulation exposing the wire. Set ID and bubble detector assembly will be replaced during repair. New brass ipc midway connection has replaced the original. Pump was reverted to manufacturing mode to test ipc and pressure functionality. Original air compressor went through functionality testing and had failed due to hardware testing. Testing called out common volume calibration, testing for common volume had passed. A new air compressor assembly was swapped in for the original air compressor assembly. With the new compressor, went through same testing with hardware and common volume calibration and passed. Pressure pcba board will be replaced during repair.